Event description:
A 62 yr old white gravida 6 para 6 status post placement of bilateral subglandular inframammary gels in 1971 for augmentation. Other than lt encapsulation treated w/closed capsulotomy in early stages of symptoms, she did not have complaints in reference to breasts except some local left sided pain. She has developed severe disabling systemic symptoms over the years, which have resulted in her going into a nursing home. She could not afford removal of implants, and plastic surgeons were reluctant; so she has lived with this. Approx 2-3 weeks ago she felt a left breast/chest pain which she thought was a pulled muscle. A few days later she saw redness, firmness and heat. She was referred to a dr, who started her on antibiotics. She was experiencing fever (101 degrees f), fatigue which "settle" lessened but now seems to be increasing with redness on left inferior breast. Pt otherwise healthy.